Event description:
A report was received that the patient was having difficulty charging the ipg. Database analysis revealed no signs of premature battery depletion. The ipg charges fine when coupling is optimal. However, there are plenty of signs of thermistor triggering and misalignment. The ipg shows no signs of issues at this time. The patient underwent a pocket revision, during which, the physician elected to replace the ipg. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.